Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system made a strange noise and shutdown during use. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed errors 23 on the surgeon side console (ssc). The procedure was a dual ssc procedure. The tse helped the customer performed a hard power cycle on the system to resolve the reported issue. The customer called back later and indicated that the reported issue occurred again. The surgeon undocked all arms from the patient and used the laparoscopic instrument to suture. The tse helped the customer performed a power cycle on the system to resolve the reported issue. After suturing, the surgeon re-docked all arms and continued the procedure with a single ssc. The site continued to complete the procedure as planned with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the power supply (medical grade power supply for the (mgps)) for shutting down the surgeon side console (ssc) and to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The power supply unit was returned for failure analysis and the reported failure was confirmed. The power supply was installed into printed circuit assembly (pca) system and power on with noise fan, light emitting diode (led's) of ps2 not lit up, and error 417. The complaint of the customer experienced engagement & scope issues with 22020 errors was confirmed based on the error log, which indicated that the device did contribute to the customer reported issue.